Event description:
It was reported that during the fill tubing insulin was coming out of the infusion set tubing at a slower rate than expected. The customer's blood glucose level ranged from 144-145 mg/dl. The customer changed the cartridge and infusion set in attempt to resolve the issue. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.